Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the electrode belt failed incoming functionality testing. Upon eval, there was an open pulse wire in the cable connecting the distribution node (dn) to ECG b. The cause of the failure was isolated to the open pulse wire. The root cause of the open cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the therapy electrodes were non-functional.